Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous unspecified vessel. The 2.50mm x 30mm emerge¿ balloon catheter was advanced for dilatation, however, the balloon ruptured during unknown inflation at an unspecified pressure. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was blood in the inflation lumen and wire lumen. Magnified inspection identified a 12mm longitudinal tear in the balloon material on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material and ro markerbands that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the 100% chronic total occlusion (cto) target lesion was located in the mid right coronary artery (rca). The 2.50mm x 30mm emerge¿ balloon catheter ruptured on the first inflation. The device was completely removed from the patient.

Manufacturer narrative:
(B)(4).